Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: significant ongoing pain; large amount of cloudy fluid within the hip joint; diffuse metallic staining of the synovium

Event description:
Patient was revised to address pain and elevated cobalt levels.

Event description:
Patient was revised to address pain and elevated cobalt levels. Update litigation alleged the patient suffered pain, decreased mobility and elevated chromium and cobalt levels as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update litigation alleged the asr hip was explanted due to elevated levels of chromium and cobalt, pain and snapping with external rotation of the implant. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and elevated cobalt levels. Update litigation alleged the patient suffered pain, decreased mobility and elevated chromium and cobalt levels as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.